Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported.  During the evaluation of the device at third-party service center, error codes were found in the ventilator's downloaded error log. The device's internal battery, detachable battery and system board need to be replaced to address the issue.